Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was found to be in backup vvi after the patient felt pacing and received a vibratory notification. The device was successfully restored and reprogrammed to the original settings. The patient will continue to be monitored with routine follow-up.